Event description:
It was reported that during removal of the catheter from an obstetric pt, it separated and 1.5 inches of the catheter remained in the pt. The pt chose not to have the piece removed. There were no pt complications.